Event description:
The customer reported via phone call that the insulin pump was cracked. Customer also reported the reservoir was loose in the insulin pump. Customer also reported they were unable to receive insulin. The customer reported a piece was missing from the reservoir compartment. Customer's blood glucose was 400 mg/dl. The customer treated their blood glucose with a bolus. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.